Event description:
It was reported that post-operative cap screw loosening occurred. The pt previously underwent a two level spinal fusion surgery on an unk date. After an unspecified period of time, xrays taken revealed a cap screw loose at l3 but still contained in the screw head. Pt records were not provided, however it was alleged based on review of the x-rays that the implant is a title2 system. Revision surgery has not taken place. Additional info has been requested but has not been made available.

Manufacturer narrative:
At the time of this report no additional info was available. A supplemental report will be submitted with any relevant info that is received and when the device eval is completed.